Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that the customer had experienced high blood glucose level of 262mg/dl and was advised by their healthcare professional to have the insulin pump tested. The parent was assisted with troubleshooting for the high readings. The customer was treated with manual injection. Customer's blood glucose value was 174mg/dl at the time of the call. During troubleshooting, the parent mentioned that the customer experienced a low blood glucose of 50mg/dl that morning. The parent stated that there were tiny air bubbles in the reservoir and troubleshooting was performed. There were no leaks but it was found that the customer did not allow for the insulin to warm to room temperature. The parent was advised to change the set. The parent called back to continue troubleshooting the insulin pump. The parent mentioned that they previously removed a crimped infusion set cannula. The insulin pump pass a self-test. The parent mentioned that the insulin pump alarmed insulin flow blocked before and the customer's blood glucose level was 405mg/dl at the time of the call and was spilling ketones. The customer parent was advised that the insulin pump was okay per the test and was advised to contact their healthcare professional. The insulin pump will not be returned for analysis.